Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "I started working with this high volume dpm about 3 months ago. It was brought to my attention that 2 maybe 3 revisions are needed now on a chevron osteotomy that the surgeon used our mini cannulated 2.5 headed screws. Reported that some of the screws have broken."

Event description:
Started working with this high volume dpm about 3 months ago. It was brought to my attention that 2 maybe 3 revisions are needed now on a chevron osteotomy that the surgeon used our mini cannulated 2.5 headed screws. Reported that some of the screws have broken. Per info received from rep: there was a miss communication between the director and the surgeon regarding these screws. Director thought the screws were breaking but after looking into this more this was not true. I reported what was told to me from the director and after looking into it further with the surgeon the screws were not breaking. I'm sorry for the inconvenience. Per information received from the sales force january 14 2021: no screws were broken and no revisions were to be made. Miscommunication between the director of the hospital and the surgeon. This can be canceled.

Manufacturer narrative:
Based on information received from the stryker sales representative on january 14 2021: no screws were broken and no revisions were to be made. Miscommunication between the director of the hospital and the surgeon and therefore this event can be canceled out. If additional information become available, this investigation will be reopened.